Manufacturer narrative:
The replacement parts intensity switch and on/off were replaced which resolved customer issue. Confirmed by customer. This report is complete and this particular issue is considered closed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, leds light intensity fluctuated from blue to amber. The customer did not mention any patient involvement or death/serious injury, delay in treatment, or environmental/safety concerns.